Manufacturer narrative:
Device evaluation: the report of a motor stop and blank screen on the primary console was reproduced during the evaluation of the returned motor, primary console, and flow probe. The returned devices were functionally tested together on a laboratory test loop and operated as intended for 3 days despite the motor cable being bent bi-directionally. During the testing, the flow probe connector was slightly pressed up and down and the primary console gave an alert for ¿flow sensor disconnected¿ or ¿flow signal fail¿ (both audio and visual), which is as expected when a flow signal line is interrupted. The alarms on the primary console cleared when the flow probe connector was re-positioned during testing. Further manipulation of the flow probe connector during the testing caused the returned motor to stop functioning and the returned primary console produced an audible alarm with a dark/frozen display. The primary console was switched off and on again and after the power cycle, the device operated as intended. A known good flow probe from the laboratory was connected to the returned primary console and upon manipulating the connector end, the primary console alarmed with ¿flow probe disconnected¿ or ¿flow signal fail¿ (audio and visual) as intended. However, on one occasion, the manipulation resulted in reproducing the reported event of an interruption in motor function as well as a lack of display on the primary console¿s interface. Further investigation revealed that the pins at the primary console¿s flow probe connector that is soldered to the main printed circuit board (pcb) were worn out and produced a loose contact at the connection. Once the main pcb was replaced, the primary console was reprocessed and passed all further testing. The primary console did not show any detectable physical damage that would lead to a short circuit or other visible component failures inside the primary console. Although a root cause for the loose contacts could not be conclusively determined, the probability of loose contacts at the flow probe connection is increased if the flow probe connector is not properly attached to the primary console as described in the operating manual. A review of the device history records for all returned equipment revealed that the returned primary console and flow probe had been in the field for 8 years and the returned motor had been in the field for 6 years. The device history records also showed that no similar events had occurred with this system throughout its entire service duration in the field. The device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Concomitant medical products: centrimag motor: serial number (B)(4), manufacturer date: 11/10/2009; flow probe 1st generation: serial number (B)(4), manufacturer date: 4/01/2008. The primary console is not a single use device. Approximate age of the device is 8 years (calculated from the ship date of the primary console; 1/15/2008). The devices were returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a pediatric patient was on left ventricular extracorporeal circulatory life support (ecls) when the primary console and motor stopped. The primary console screen was showing the normal display fields, but the actual readings (e.g. Revolutions per minute (rpm) and flow in lpm) were blank/the screen was dark in those areas with no lights illuminated. The primary console appeared to be off, was not generating flows, and the pump was not spinning. No alarms sounded. The nurse performed an emergency pump head change out and switched to the backup console and motor which she reported to be rapid and took less than 2-3 minutes. After switching to the backup equipment, the system functioned properly, the patient's support continued as expected. The patient reportedly maintains pressures and heart rate during circuit changes, was not symptomatic, and remained stable throughout the event. The primary console, motor and flow probe are expected to be returned for evaluation. No further information was provided.